Event description:
The user facility reported that during an uncertain surgical procedure, the doctor found the distal part of the subject device lying freely in the patient. There was no other patient injury report.

Manufacturer narrative:
The subject device returned to olympus medica systems corporation (omsc) for evaluation. The evaluation confirmed that the tube torn near the distal tip and the distal tip separated from the subject device. There were scratches in the tube near the distal tip and up angle side. In addition, there were some damages in the tube near the distal tip. There was no irregularity in the manufacturing record during the subject device lot were manufactured. The scratch and damage of the tube near the distal tip possibly was made by a trocar when the user facility withdrew the subject device from the trocar with excessive force. Omsc concluded that the separation of the distal tip possibly occurred when the user facility withdrew the videoscope with the subject device attached, and the videoscope was angulated. This report is being submitted as a medical device report in an abundance of caution.